Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The reported lead was capped and replaced on (B)(6) 2023. The patient is recovering from procedure.